Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a guide wire that was kinked at 2.5 cm from the j-tip at the distal end, which was opened. Microscopic examination confirmed that the wire was intact and the wire was measured and found to be within dimensional specifications. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. Since the guide wire is always inserted through another component such as an introducer needle, syringe or introducer catheter and none of these components were returned, the probable cause of this issue could not be determined. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). This report is for the second in a series of two consecutive product issues with the same patient. The initial event has been reported under MDR# 3006425876-2016-00030. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. No sample will be returned for evaluation.

Event description:
It was reported that during insertion in the patient's room, resistance was met. As a result, the guidewire was removed from the patient's internal jugular and at that time found to be kinked approximately 2cm from the tip. As a result, a new kit was opened and used. There was no reported delay, death, or complications to the patient as a result of this occurrence.